Manufacturer narrative:
(B)(4). The unit was not returned by the customer; therefore, product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2010-05052. It was reported that during a diagnostic angiography procedure the catheter became stuck on the guide wire. The amplatz super stiff guide wire was placed in the superficial femoral artery. During the procedure, a total of five amplatz guide wires were used. The physician advanced non-bsc catheters over each wire "a couple of times". When each amplatz guide wire was removed, it was noted that the guide wire appeared to be unraveled from the mid point of the device to the distal end. The body of the guide wire also appeared to be "bumpy and prickly" which made it difficult for the non-bsc catheters to be advanced over the guide wire and removed from the patient. Each time an amplatz guide wire was removed from the patient and the damage was noted, the physician advanced another amplatz guide wire. Twice during the procedure when the physician attempted to remove the guide wire, the non-bsc catheter became stuck. The physician was able to pull the devices apart outside of the patient and reused the same catheter. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.